Event description:
During shift check, the autopulse li-ion battery (sn (B)(4) did not power on multiple autopulse platforms. The battery was successfully charged in an autopulse multi-chemistry battery charger (mcc) because the charger displayed a green led, and the battery's status leds were showing 4 solid green lights. No patient involvement.

Manufacturer narrative:
Zoll has not yet received the autopulse li-ion battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The reported complaint that "the fully charged autopulse li-ion battery sn (B)(6) did not power on multiple autopulse platforms" was not confirmed during functional testing performed at zoll. No device malfunction was observed during the testing, and the battery worked as intended. Based on the review of the battery archive logs, the root cause of the reported complaint was incorrect charging practices by the customer, not following the zoll autopulse power system user guide. No physical damage was observed upon receipt. When the battery status check button was pressed, it displayed three amber leds, indicating that the battery was not fully charged. The battery passed a conditioning cycle and charging in a known-good autopulse multi-chemistry battery charger (mcc). The status leds on the battery showed four solid green lights after the successful charging attempt. Subsequently, the battery was tested in a known-good autopulse platform and powered up the platform with no issues. The battery was placed into a production thermal chamber at 60 °c for a 4-hour soak. The battery pack turned on an autopulse platform, meeting the specifications. No anomalies were found, and the battery is fully functional. A review of the battery archive data did not show any significant errors or anomalies. The battery was last successfully charged on september 8, 2022. On september 15th, the customer attempted to charge the battery. The charger entered a conditioning cycle, but the battery pack was pulled out from the mcc and reinserted twice during this process, canceling the charge. When the conditioning cycle is not completed, the battery will not function in an autopulse platform, per design, until conditioning and recalibration are completed. The customer did not make any further attempts to condition and charge this battery until it was received and tested at zoll in december 2022. The autopulse power system user guide states: "do not remove a battery from the battery charger during a test-cycle, or the battery's run time may be reduced. If a battery is removed during a test-cycle, the battery charger automatically restarts the test-cycle the next time the battery is inserted into it. The normal test-cycle requires up to 12 hours."